Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was failing the touchscreen calibration. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was failing the touchscreen calibration. The customer requested onsite service. Insufficient information is available to determine the resolution of the event. The customer cancelled the repair, and requested that the device be returned to the customer; the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.